Manufacturer narrative:
(B)(4) initial report. Additional information, and the return of the explant has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Cormet revision.

Manufacturer narrative:
Per -729 final report. It was reported to corin that the revision was performed by a stryker doctor and that either the rep or surgeon had decided to use the device "off label" as they had not used a resurfacing head. No further information could be provided and the explant was not returned for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted and the root cause of the reported alval could not be identified. Therefore, corin now consider this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision due to reported alval.